Event description:
It was reported that restenosis occurred. In (B)(6) 2022, the patient presented with myocardial infarction and a 2.50 x 20 mm synergy stent was implanted in the 1st right posterolateral branch (rpl). In (B)(6) 2022, the patient presented with cardiac symptoms. Heparin or other antithrombotic medication were administered. Loading doses of 325 mg of aspirin and 90 mg of ticagrelor were given prior to the procedure. The target lesion was located at the 1st rpl and was 15 mm long with a reference vessel diameter of 3 mm. The target lesion was predilated using a 3.00 mm x 12 mm balloon with 15% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was successfully treated with 3.o0 mm x 20 mm agent dcb with 0% residual stenosis and timi flow of 3. The patient was discharged with aspirin and ticagrelor.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.